Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a system overheat occurrence. The iabp was replaced with a hospital owned cs300 iabp.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided. The complaint will be closed and in the event new information/device was to become available, the file will be reopened and updated. A follow up MDR will be sent. H3 other text : evaluation not requested by complainant.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.